Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 5f sheath hole prior to a thoracic endovascular aortic repair (tevar) interventional procedure. The prostyle device was successfully placed. The sheath was upsized to a 20f sheath and the tevar procedure was completed. Reportedly post procedure, the suture of the pre-placed prostyle broke when pulled. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
N/ab5: describe event or problem- additional clarification received.

Event description:
Subsequent to the initially filed report, the following information was received: the suture of the first pre-placed prostyle was successfully advanced; however the suture of the second pre-placed prostyle broke when pulled. Manual compression in addition to the first pre-placed prostyle suture was used to achieve hemostasis. No additional information was provided.